Event description:
It was reported to gore that a pt underwent a hernia repair in 1984 in which gore-tex soft tissue patch was used. The surgeon indicated that in 2008 the pt had an abscess at the surgical site which recurred in (B)(6), 2010 and the device was removed.

Manufacturer narrative:
The investigation is in progress.